Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a representative regarding a patient's implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had an MRI of their shoulder even though they didn't have a full body compatible lead; the ins was off for the MRI. Following the scan the patient couldn't turn their stimulator on. The patient then charged the ins, turned stimulation on and felt their stimulation turn off. When they interrogated the ins they saw a message that said the "ins was depleted to therapy unavailable since the last session" but the ins battery status was at 30%- they thought the issue might be related to the MRI. It was reviewed that the message could occur when the battery depleted to 0% at any point and not just at the time of interrogation. The representative mentioned that adaptive stimulation was active and some of the positions were programmed to 0 ma. They were going to adjust the adaptive stimulation settings and see how the patient responded to the stimulation. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's adaptive stimulation feature was causing the ins to turn on and off. The representative reprogrammed the feature and everything appeared to be working without issue. No further complications reported.